Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (b)g level was 400 mg/dl and a bolus via the pump was delivered to address the bg level. The customer thought the infusion set site was a possible cause of the high bg as it was a new area that was being used. After observing insulin exiting the infusion set tubing during the pump system check, the customer declined further troubleshooting. The customer was to discuss the infusion set site placement with the diabetes trainer. The customer was to continue to use the same supplies on the pump.